Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 3 years after the dental implant was installed in intraoral region #31, its loss of osseointegration was observed. The 15 ncm of primary stability was achieved and the patient presented bone type I.